Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2006. The patient is experiencing extreme leg pain and the surgeon plans to remove the mesh.

Manufacturer narrative:
Date sent to the FDA: 8/31/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.